Event description:
It is reported that a trilogy liner was explanted in 2008, and replaced with tlc for 56 mm cup. The 56 mm trilogy cup was retained in the pt. Implant date is unk.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: the surgeon expressed concern regarding micromotion of the constraining ring. It is unclear whether the micromotion is alleged to occur between the poly liner and constraining ring or poly liner and locking ring since parts were not returned. However, if the micromotion was alleged to occur with the constraining ring, there should not be any complications and the device is working as intended. The constraining ring does not experience any tensile or compressive loading (which would cause this type of motion) once implanted. The primary purpose of the constraining ring is to provide added stiffness to the polymer retaining fingers which capture the head. The revision related to a peri-prosthetic fracture of an exeter stem. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.